Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient experienced perforation and pericardial effusion and the patient was taken to cardiac surgery due to the apparent perforation. It was also reported that on the first deployment of the leadless implantable pulse generator (ipg), the device exhibited non capture. The device was recaptured and deployed and no longer exhibited non capture. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14-12-2022 / serial#: (B)(4), UDI #: (B)(4) , mfg date: 02-jul-2021, labeled for single use: yes . If information is provided in the future, a supplemental report will be issued.